Manufacturer narrative:
The products were not returned for evaluation.

Event description:
Allegedly, the screw head broke during insertion prior to contact with cortical bone. Another screw of the same size was used to complete the surgery.